Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient has undergone an uphold procedure on (B)(6) 2015. According to the complainant, first week post procedure, the patient experienced perinea-rectal numbness. The patient currently has intact sensation. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.